Event description:
It was reported that during a procedure error 61 occurred. The customer was unable to clear the error that occurred and the case was canceled. There was no report of a patient injury; however the manufacturer is filing this as device malfunction for non-completion of case.

Manufacturer narrative:
System analysis/service repair on may 27, 2014: the reported ¿error code 61" issue was verified and determined to be a faulty eye safety filter cable. The eye safety filter cable was replaced. The system was tested and verified that the laser meets manufacturer¿s specifications. The eye safety filter cable was not returned to ams.